Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, "an activation has been interrupted" message was displayed. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that when the surgeon attempted to use energy, an error came up. The isi technical service engineer (tse) viewed the system logs and confirmed the multiple instances of the error. The customer reported issue was not resolved with troubleshooting. The tse also suggested pulling the power cord out from the iesu, leaving it off for 10-15 seconds, and then powering it back on. The csr explained that for this particular case, the surgeon was planning on converting to open surgery anyway; however, because of the energy issue, the customer was going to convert to open surgery earlier than what was desired. The procedure was converted to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. The fse replaced the iesu to resolve the error issue. The system was then tested and verified as ready for use. Isi has not received iesu involved with this complaint to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the integrated electrosurgical unit (iesu) was received for failure analysis evaluation. The iesu was analyzed and found to have errors. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using an in-house system and on startup, the unit displayed a hf voltage error.

Event description:
Refer to h11 for follow-up information.